Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked case at display window corner and cracked reservoir tube lip.